Event description:
Approx 3-4 minutes after tqt was inflated during a routine elective arthroscopy, the tqt alarm sounded. The surgeon and scrub rn noticed the leg was very firm and edematous, although the knee itself did not seem affected. Immediately the tqt was deflated and drapes removed. Pedal pulses were not palpable or found by doppler. Fasciotomy was performed later in the day. Possible pump failure by inflow into space other than the knee and possible outflow cannula occlusion is speculated.